Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. A single definitive root cause for the issue was unable to be determined.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. No intervention was performed with respect to the lead. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Related manufacturer reference number: 1627487-2019-09824. It was reported the patient is experiencing ineffective therapy. Patient indicated the system does not provide pain relief like it did when it was first implanted. Reprogramming attempts were unable to address the issue. Patient may undergo surgical intervention at a later date to address the issue.